Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges something (light blue type of foam) blowing out of the device and would wake up blow nose and something would come out. Patient also stated when blowing nose, it was light blue color as well and the device has not been working. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device logs were downloaded and 6 errors were found. The complaint of the customer could not be confirmed during the testing of the device. There was no problem found. The device was scrapped. Three attempts to have the mandatory questions answered were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.